Event description:
It was reported that the patient's ams700 inflatable penile prosthesis pump was removed because the pump remained flat or dimpled. An ams700 ms pump was implanted.

Manufacturer narrative:
Device analysis: pump malfunction was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. During functional testing the bulb remained deflated. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Concomitant medical products: device avail for evaluation, returned to manufacturer. Date evaluated by manufacturer: device not eval by manufacturer. Code device eval by manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 01:48 pm CT. The report number is being corrected from: 2183959-2018-61693 to: 2183959-2018-61509.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis pump was removed because the pump remained flat or dimpled. An ams700 ms pump was implanted.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis pump was removed because the pump remained flat or dimpled. An ams700 ms pump was implanted.

Manufacturer narrative:
Device available for evaluation returned to manufacturer. Device not eval by MFR code device eval by manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 01:48 pm CT. The report number is being corrected from: 2183959-2018-61693 to: 2183959-2018-61509.